Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of a complete loss of video image. However, the investigation did observe the video image flicker, distort, and change color when the bending section of the device was angulated to the up position. The phenomenon was attributed to a broken charge-coupler device (ccd) unit wire at the bending section area. There was also evidence of fluid invasion in the electrical connector that may have contributed to the user's experience, which usually is the result of inappropriate attachment of the water-resistant cap during reprocessing. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, there was a complete loss of video image. The procedure was completed with a different, but similar device. There was no patient injury and no further information was provided.